Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit passed the self-test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing. Unit functioning properly. Unit was received with minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 150 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.